Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received a device tracking form indicating that the pt had a pump exchange due to a clot in pump. An (B)(4) registry report was submitted to the MFR with add'l info indicating the event date of (B)(6) 2013; the pt was admitted to the hospital with hematuria, peripheral edema and soa, lethargy, fatigue and symptoms of heart failure. Urine was brownish black with elevated blood urea nitrogen (bun). The pt is hemolyzing with pump thrombosis per echocardiogram (echo).

Manufacturer narrative:
The attached user facility report # (B)(4) was received from the (B)(4) registry. The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.